Event description:
It was reported that the patient experienced a loss of therapeutic effect. Patient experienced a return of symptoms about a month ago and was under the assumption that her battery had died and was at end of service. The patient had an appointment to check the battery and test impedance. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 435135, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
Additional information received reported an impedance check was performed and everything was within 200-800. The patient's cycling and voltage was increased. It was reported the next day the patient noted the improvement was at least 60% better.